Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. Medtronic neurosurgery has received no similar complaints for this product. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the connector broke when it was being connected to the catheter before implantation.